Manufacturer narrative:
Requests have been made for return of product.

Event description:
Both ends snapped off the ardis implant breaking off sides, dura was punctured. Add'l info provided by the sales rep on (B) (6) 2010: on (B) (6) 2010, a (B) (6) female pt underwent a primary mis surgery for fusion at l5-s1. The ardis implant was placed on the inserter correctly with the implant engaged securely before insertion. There were no implants in the disc space when this ardis implant was inserted. The surgeon used the mallet on the implant and as he struck it the second time, the tips of the implant broke, went backward, and the two implant sides were disassociated from the front and back tips as well. At this time there was a dural tear of approx 3-4 mm, although the exact mechanism of the tear is unk. A second implant was attempted using correct insertion technique again and the second implant broke also after the insertion while being tapped. The surgeon removed all pieces from both broken implants and left the disc space empty. The surgeon then repaired the dural tear with sutures and sealant. The surgical delay for the repair of the dura was 45 minutes.